Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). While intra-op it was reported the rep was trying to activate a new vanta implanted neurostimulator (ins) and they got the validation error code 00 01 00bb. No symptoms reported. Technical services reviewed that the rep was pressing the option to start usage with the ins too quickly. The rep tried pressing the option again, but slower, and it worked fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977006 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurosti mulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the issue was resolved the same day during the phone call with tech support. The problem was that once they interrogate the battery with the communicator they needed to wait until the app gets connected to the battery and then wait a few seconds before starting to input the information to the battery. The ins was activated after speaking tech support.